Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier alert. Upon interrogation, it was noted that the hv lead impedance had increased and was out of range. It was also noted that the patient had been in a car accident at approximately the same time as the alert. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the conductors was found at 19.0-19.6cm from the connector pin. This is consistent with the observation from the field of high hv lead impedance. Internal insulation abrasion was noted at 19.9-20.7cm from the connector pin. The optim insulation was intact.